Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via telephone call that the customer was hospitalized with high blood glucose. The blood glucose reading was 600 mg/dl and was treated with boluses and manual injection. The drive support disk was normal and recessed. No air bubbles or leaks were observed in the tubing or reservoir and the insulin did exit with the manual prime. The insertion site was not sore or irritated. The date and time were correct in the insulin pump and the basal rates and bolus wizard settings were correct. The bolus history displayed all information based on the customer's recollection. The caller reported that the insulin pump had already passed the high pressure test and declined this test during the call. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.